Manufacturer narrative:
(B)(4). A visual examination of the returned device found the stent partially deployed by 3mm. A functional test of the device found that it was not possible to manually retract the outer sheath. The shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath- no anomalies were noted with either component. Additionally, no other issues were noted with the profile of the device. Although the stent was returned partially deployed, the condition of the returned device was consistent with the complaint of deployment issues. The most probable cause of the event is related to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be used to treat a malignant stenosis within the left colonic angle on (B)(6), 2010. According to the complainant, during the procedure, it was impossible to deploy the stent; the catheter did not did not slide forward to deploy the stent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; stent partially deployed.